Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.8, lab: 2.4. Lab draw was taken within one hour of inratio meter testing.